Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported severe chest pain, especially on left side. Xray shows both bars have flipped, which required bar revision surgery. Root cause was unable to be determined. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial nuss procedure. Subsequently, the patient was revised approximately ten (10) months post-implantation due to pain on the left side. Radiographs were performed and confirmed both bars had flipped. Attempts have been made, and no further information is available.